Event description:
Two prefilled formalin specimen cups were noted to be broken without any formalin in the cup. No patient specimen was placed in the cup. New specimen cup was retrieved and processed with no problem. Manufacturer response for speciment container, 40ml prefilled formalin container (per site reporter). Reported equipment failure to (B)(4), along with pictures. Path tec representative is investigating equipment failure.